Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. The dislodgement occurred shortly after the implant procedure causing decrease in sensing and high pacing thresholds. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. The dislodgement occurred shortly after the implant procedure causing decrease in sensing and high pacing thresholds. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. The helix was extended, and dried body fluid was noted in the helix housing. The electrical continuity test was passed indicating the conductors were intact. The hipot test was passed indicating no electrical shorts between conductors. Visual inspection revealed no abnormalities and showed that the helix appeared to be normal. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.